Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted due to premature battery depletion. The device was explanted and replaced. The patient is not pacemaker dependent and was stable before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.